Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. Upon eval, it was found that the cable running from ECG a to the front therapy electrode pad was also pulled from the strain relief. The root cause of the damaged cable cannot be positively identified but was likely a result of excessive force. No adverse event resulted from the defective cable.

Event description:
The (B)(4) distributor returned belt (B)(4) to zoll for an unrelated issue. During servicing, a reportable event was detected.